Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 syringe of juvéderm ultra plus¿ xc in smile lines and lips. 6 months later, 1 syringe of juvéderm ultra¿ xc applied to under eye and lips. 5 months later, 1 syringe juvéderm ultra¿ xc was injected into the lips. Hyaluronidase provided 9 months later. 9 months after hyaluronidase treatment, 1 syringe of non-allergan filler (revanesse green) was applied to the patient's under eye. 6 months later, unspecified lip filler was applied. 1 syringe of juvéderm® volift¿ with lidocaine was injected into the under eye 6 months later. The following month, 1 syringe of juvéderm¿ voluma¿ with lidocaine to the chin and a syringe of juvéderm® volux provided. 2 months later, the patient experienced ¿lumpy nodules in the jaw, lips, under eyes/infraorbital area, and in the chin." These ¿nodules¿ are hard to touch but not painful. No redness or swelling. Client had a dental cleaning the week before symptoms appeared. Patient experienced ¿cold and flu-like symptoms¿. These symptoms lasted only one day. Nodules noted the next day. The patient was treated with an antibiotic, cipro the day after nodules appeared. Had hyaluronidase in chin area post chin treatment and did not like the result. Patient was evaluated and prominent nodules in the jaw area were noted. 2 weeks after symptom apparition, nodules noted as "firm, swollen and painful to touch." Slight redness in the jaw also indicated. Patient taking advil to help with pain and inflammation. Patient continues with antibiotics and prednisone as no improvement after 10 days on antibiotics. Symptoms have not resolved. This is the same event and the same patient reported under the following: MDR ID# 3005113652-2020-00058 (allergan complaint (B)(4)). MDR ID# 3005113652-2020-00053 (allergan complaint (B)(4)). MDR ID# 3005113652-2020-00056 (allergan complaint (B)(4)). MDR ID# 3005113652-2020-00054 (allergan complaint (B)(4)). MDR ID# 3005113652-2020-00055 (allergan complaint (B)(4)). This MDR is being submitted for first injection of juvéderm ultra¿ xc.